Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320. System error 320 was confirmed through review of the event history log. This was caused by the link screws being out of spec. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 320. Any patient involvement, injury or medical intervention is unknown.